Manufacturer narrative:
Analysis was able to confirm the customer comment of an error, the generator's display showed an error and it was additionally noted that the ventricular output connector was cracked, the hanger was broken, the unit failed incoming testing and that the white wire of the display was compromised (the liquid crystal display would need to be replaced). All found defective parts were replaced and all other identified issues were resolved. The unit then passed its test and calibration on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.